Event description:
A customer reported that their pump declared alarm 20 during the pumping process. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the customer in loading a new cartridge using the correct technique, and the customer successfully resumed insulin therapy with no further issues reported.